Event description:
It was reported when the device was used during an unk procedure, it appeared to be empty. It was not used. Another device was used to complete the case. There was no consequence to the pt.